Event description:
It was reported to philips that the device requires servicing. The third part service representative evaluated the device. The service representative carried out full service checks. It was found the left side battery slot isn't working. The device works as normal with battery in right slot. All service checks passed. The battery was found at 2 years but fully functional and was proactively recommended to be replaced. The left side battery slot, probable battery pca found malfunctioning. The customer did not authorize repair. No further action at this time. The device can be returned for repair at any time and the case will be reopened.

Event description:
It was reported to philips that the device had an unspecified issue and requires servicing. There was no patient involvement.